Manufacturer narrative:
Device return is not required. Contract manufacturer dexcom (B)(4). (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a cgm (dex 076) issue. It was alleged that the sensor wire is missing/detached and the location of the wire is unknown. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because a device component is missing.